Event description:
It was reported by service report that the brakes would not set from either side. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty brake crank assembly.